Manufacturer narrative:
As the lot number of the device was unk, all DHR's for this product which were released to the distributer were reviewed. There were no deviations that might be related to the pin breakage. The durability of the flexible pins were tested under worst case conditions as part of the design verification without any failure. In addition, all eco's were reviewed and no design changes were made which could had caused the failure were detected. Based upon this, it is reasonable to assume that the drilling in a dry environment for an extended period of time may have caused the breakage.

Event description:
Our distributor has reported that a physician was drilling the flexible drill pin into the femoral condyle using the blue handle am drill guide. After inserting the pin approx. 30 mm into the bone, the pin unsnapped inside the drill guide about 15 mm "seemed to be curve of the guide". Total length of where the pin broke was 45 mm. Rep was not present at the time the pin broke, but was in the room for the removal of the broken portion.